Event description:
It was reported that the patient presented to the clinic after receiving a shock while swimming due to induced fast ventricular tachycardia. Programming change was recommended. The patient was in stable condition.

Event description:
New information received notes that the device was reprogrammed and no further issues were reported.

Manufacturer narrative:
(B)(4).